Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. No patient injury occurred during treatment. Service confirmed damage on the tip membrane along the radio frequency trace. This damage is caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane.

Manufacturer narrative:
Product was returned and evaluated. Arching and sparks were observed on the tip's surface. The tip passed flow, leak and thermistor testing. The visual inspection failed as dielectric breakdown was observed. Functional testing was not performed due to damage on the tip's surface. A review of the device history logs is in progress. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.

Event description:
A practitioner reported that a spark, and arcing along the edge of the treatment tip was observed during the pulse delivery of a thermage treatment. There were 858 pulses left on the tip when the event occurred. The reporter did not observe any damage to the tip before, or during treatment. The tip was replaced, and treatment finished without incident. There was no patient injury.